Event description:
Related to MFR report #2183959-2012-00559. Related to MFR report #2183959-2012-00561. It was reported the pt was implanted with a apogee graft system to treat her pelvic organ prolapse. The pt experienced mental and physical pain and suffering, physical deformity, emotional distress, and permanent injury. The pt had or will undergo corrective surgery.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.